Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, the patient was presented with grinding and groin pain. The patient was then revised for failed metal on metal total hip replacement left, possible acetabular component loosening. Operative notes reported that a fluid collection with evidence of metallosis was encountered. Necrotic tissues were debrided, which consisted of trochanteric bursa, which was seen within metal debris. There was minimal evidence of taper corrosion. Prior to this examination of the cup showed it to be quite vertical. It was also quite anteverted also. Operative notes did mention that the cup was loose as indicated on pre-op diagnosis. Doi: (B)(6) 2006; dor: (B)(6) 2012; left hip. The patient has bilateral hip implants, please see (B)(4) for the right hip.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   H10 additional narrative: this is a duplicate report of MFR# 1818910-2012-19312. MFR# 1818910-2020-05629 is being retracted as it a report duplication. MFR# 1818910-2012-19312 will be kept for investigation purposes.